Manufacturer narrative:
(B)(4).

Event description:
It was reported that tip detachment occurred. An 8x60x120 epic¿ vascular stent was selected to treat the lesion. However, during preparation, it was noticed that the tip of the delivery system was detached. The device was never used inside the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.